Event description:
It was reported following a catheterization, the pt had an angio-seal device placed in the right groin. Sixteen days later, the pt returned with pain in the right groin. An angiogram revealed a vessel occlusion in the right femoral artery at the site of the angio-seal. The pt has taken to surgery. The angi0-seal was removed. The angio-seal collagen was found inside the artery. The pt recovered from surgery and was reported to the well.

Manufacturer narrative:
No components were returned for analysis and review of the device history review was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined; however, collagen was found inside the artery. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instruct the user once a full ear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor brekage.